Event description:
Adverse event(s): "no info" (no info). Product problem(s): "laser not working, received error 36 (laser head error)" (device displays error message [laser]). Surgeon reported laser not working, received an error 36 (laser head error) after having done some cases that day. After resetting laser, surgeon was able to carry on with surgery day, and finished all cases. Info is being sought, to understand if there was any pt involvement at time of reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).